Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula housing separated from the self-adhesive and the soft cannula was kinked and slipped out. Caller uses insertion assist device. No adverse event reported. Affected cannula has been discarded; unused cannula to be returned.